Event description:
On (B)(6) 2022, a customer in (B)(6) notified biomérieux of non reproducible result when testing with vidas d dimer exclusion ii 60t (ref. 30455, lot #1008815230, expiry date: 13-jun-2022). The customer launched several sample test and he obtained a result < 45 ng/ml. According to the package insert: ¿results below the detection limit of 45 ng/ml obtained with the vidas® d-dimer exclusion ii kit are usually linked to poor pre-analytical or incorrect instrument maintenance and therefore, the assay must be repeated¿. He repeated the test and obtained the same result for most samples except for one: he obtained a result > 500ng/ml. The result has not been transmitted to the clinician. The last qcv was done on (B)(6) 2021 and was valid. There is no indication about the history of the patient. There is no indication or report from the laboratory that the issue led to any adverse event related to patient's state of health. A biomérieux internal investigation will be initiated. Note: reference 30455 is not registered in the united states. The u.s. Similar device is product reference 30455-01.

Manufacturer narrative:
An internal investigation was performed following notification from a customer from china of obtaining non reproducible result (< 45 ng/ml) when testing with vidas d dimer exclusion ii 60t (ref. 30455, lot #1008815230, expiry date: 13-jun-2022). 1. Customers material no sample received from customer. 2.complaint analysis at the date of investigation, no others complaints were recorded for performance issue on vidas d-dimer exclusion ii reference 30455 lot 1008815230. 3.quality control records there is no CAPA nor non-conformity recorded on vidas d-dimer exclusion ii linked with the customer¿s issue. 4.analysis and tests conducted by complaints laboratory control chart analysis this analysis was carried out: on four (4) internal samples with a respective target at 134 / 201 / 207 and 585 ng/ml and using eight (8) batches of vidas d-dimer exclusion ii ref.30455, including the lot 1008815230 mentioned by the customer. The analysis of the control charts showed that all results are within specifications and vidas d-dimer exclusion ii lot 1008815230gave results close to the targets and consistent with the other lots. Test on internal samples the complaints laboratory tested 3 internal positive samples (target at 134/ 208 and 585ng/ml) on the retain kit of vidas d-dimer exclusion ii lot 1008815230 and on another lot used as a reference (batch 1008744900). The samples gave results in accordance with expectations on both lots without significant difference between the lots. The results obtained during the investigation on vidas d-dimer exclusion ii lot 1008815230were similar to those observed before the batch release. It was not observed any evolution over time of vidas d-dimer exclusion ii lot 1008815230/220613-0 on these samples. Simulation of user error the complaints laboratory tested several conditions: dispensing of an appropriate volume of sample (100 ¿l instead of 200 ¿l) using an internal sample. No dispensing of sample into the sample well. Use of inappropriate kind of tube (plain tube instead of sample with citrate anticoagulant) by testing 5 samples from a french blood center. The result below 45 ng/ml was never reproduced except in case of no sample dispensed into the sample well. 4) package information the package insert for vidas d-dimer exclusion ii contains the following information at section ¿limitations of the mehod¿: ¿results below the detection limit of 45 ng/ml obtained with the vidas® d-dimer exclusion ii kit are usually linked to poor pre-analytical or incorrect instrument maintenance and therefore, the assay must be repeated. Please contact your customer service for further assistance.¿ conclusion the complaints laboratory did not reproduce the customer¿s issue (results below 45 ng/ml) when testing internal samples on vidas d-dimer exclusion ii lot 1008815230/220613-0 in appropriate conditions. The results were compliant to expectations and similar to those observed with another lot. Such result was only reproduced in case of no sample dispensed into the sample well. Any obvious root cause was identified. Without any remaining sample available, relevant data (appropriate data backup), or information regarding the instrument state, it is not possible to pursue further the investigation. Any issue related to the instrument e.g a partial or total clog of position cannot be excluded. An appropriate pipetting could explain the issue observed by this customer. Despite several reminders and recommendations regarding an intervention on site and qcv testing, no feedback was received that can state that the instrument is functioning as expected. The customer area is currently in lockdown and the distributor does not have vidas qcv kits available in stock. It was strongly recommended to request this intervention as soon as possible and to remind the customer the importance to maintain instrument performances by performing the required maintenances (user maintenance and preventive maintenance). According to the data mentioned above, there is no reconsideration of vidas d-dimer exclusion ii lot 1008815230.